Event description:
It was reported to medtronic minimed that the customer experienced pump error 53(software error detected), pump error 54 (hal software error detected.), crack on the battery tube side, and a keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The damage was affecting/impacting pump functionality. The customer was not able to clear the alarm. All buttons were responding. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed self-test. Unable to proceed with displacement test due to constant pump error 53. All buttons function properly. Successfully downloaded history files and traces using thump. Pump error 53 occurred during testing and was present in the history download on 08/05/2025 01:29:50.000 until 08/05/2025 13:47:47.000 (file number: 16 line number: 450). Per engineering troubleshooting guide, it was determined that pump error 53 was triggered by software error with the motor. Pump error 54 (filenumber =32149 linenumber = 202) occurred on 08/05/2025 01:29:50.000 until 08/05/2025 13:47:47.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and motor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, scratched case, battery tube threads - cracked, label damage (stained) and cracked case-corner of belt clip rails. Pump error 53 and pump error 54 were confirmed due to software error. Cosmetic damage confirmed at the battery tube side. Keypad unresponsive not confirmed. Exposed to moisture confirmed on pcba 1 and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.